Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The extremity of the needle was damaged. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. During the procedure, there was difficulty pushing one trocar/sheath through. Once the sheath/trocar tip emerged through the skin, it was noticed that the white tip of the sheath was bent at 30 degrees and a crack had occurred in the sheath slightly exposing the trocar (metal portion). The sheath was hooked on the handle and set up was completed as recommended. The procedure was completed using the same device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.